Event description:
The patient reported she was treated in the ER for an infection at the lead site. It was noted the lead was close to the skin; however it had not eroded through the skin. The patient was prescribed antibiotics and discharged home. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient decided not to pursue further intervention.

Manufacturer narrative:
(B)(4). Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.